Event description:
It was reported that the irrigation lumen on the three-lumen foley catheter was blocked, and bladder irrigation could not be performed. Then the catheter was removed, and replaced a new catheter for the patient, which increased the pain of the patient and brought pressure to the communication between doctors and patients. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to drainage eye occlusion blocked drainage lumen caused by plc failure and also might be contribute by no drainage eye or user related (salt accumulation). 4) the device was not returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews.